Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 329 (mg/dl). Customer changed pump supplies and administered a bolus with the pump to treat bg levels. Customer reported that their bg levels are returning to target. Recommendation was made to consult with health care provider to discuss diabetes management.